Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 7007067, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site following a recent revision procedure (MFR report number 3006630150-2019-06197). Symptoms of pain and fluid discharge were noted. The physician believed that the cause of infection was unknown, and it was not device related but suspected multiple surgeries close together increased risk. The patient was prescribed antibiotics and underwent an emergency explant procedure.